Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 40 mg/dl with symptoms suggestive of hypoglycemia of unsteadiness when standing and walking. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting by animas customer support revealed the adverse physical event was the result of a training/misuse issue: the patient performed incorrect manual calculation of dosage and admits to pressing buttons accidentally. There is no allegation of a pump malfunction. This complaint is being reported because the patient experienced a reportable adverse physical event while on insulin pump therapy associated with a training/misuse issue.